Event description:
It was reported that balloon rupture occurred. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 2 atmospheres for 2 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.